Event description:
It was reported that non-sustained rv oversensing due to myopotential oversensing was observed via remote transmission. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information received states that device was reprogramed.